Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The lesion being treated was located in the moderately tortuous and 99% stenotic super vena cava graft. The physician predilated the lesion three times with a 2.0mm balloon. Then the physician advanced the 3.5x20mm maverick2 balloon to the lesion and inflated it to 12 atms on the first inflation and it ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with another 3.5x20mm maverick2 balloon and the deployment of a stent. Patient status is reported as "good".